Manufacturer narrative:
Investigation x-no sample returned x-review DHR. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 28-feb-2022 under wo (B)(4) and shipped on 09-jan-2023. Manufacturing record review: DHR-316714 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc-53171 lot number m20570 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. This lot number has been depleted from inventory. Root cause: there was no product returned for evaluation. If further information becomes available at a later date this investigation will be amended accordingly. No definitive root cause for this issue could be reliably determined at this time. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Per the details received on incoming e-complaint (B)(4). "There is a blue piece that comes off the manipulator, we had a patient that had the blue piece left inside of her and it fell out about 30 days after the surgery. "

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Per the details received on incoming e-complaint(B)(4): "there is a blue piece that comes off the manipulator, we had a patient that had the blue piece left inside of her and it fell out about 30 days after the surgery. "